Event description:
During the surgical procedure, the cautery hook was used and worked normally. It was removed through the port per routine. When it was entered into the port to be used again, the hook was noted to be missing.